Event description:
Per provider: manifold valve is not switching s/n (B)(4). Per independent repair center statement: unit alarming or red light, the key failure 4 way not switching. Additional issues sieves dusted/blown, compressor worn up seals, heat exchanger leaking, exhaust muffler contamination, pvc tubes leaking, tie wraps leaks and hose clamps leaks.